Event description:
Reportable based on device analysis completed on 07-feb-2024. It was reported that a balloon leak occurred. The target location was located in the superficial femoral artery occlusion. A 4.0mm x 150mm x 150cm sterling sl balloon catheter was selected for use in dilation. During the procedure, it was observed that the balloon was leaking from the tip upon reaching the target lesion with no complications for the patient. Subsequently, a second balloon was utilized to replace the first one, applying 12atm pressure for 30 seconds. It was evident that the opening of the superficial femoral artery underwent local elastic retraction, and a suspected spiral dissection was noticed at the proximal end. A boston scientific stent was then implanted, followed by post-dilatation within the stent using a mustang balloon at 12atm pressure. The superficial femoral artery remained smooth throughout the process, with no residual stenosis in the stent or extravasation of contrast agent. The distal outflow tract maintained its pre-procedure smoothness. The procedure was completed with another of the same device. There were no patient complications reported. However, returned device analysis revealed a pinhole.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR.: the sterling sl was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 67mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.